Manufacturer narrative:
Manufacturing site evaluation: (B)(4). Samples received: (B)(4) unopened pouches. Analysis and results: there are no previous complaints of this code batch, there are no units in stock. Tested the needle attachment of the samples received and the results fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is no justified. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take an actions on the product. The customer will receive a credit note for one box of product as a quality courtesy. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Thread rips at connection to needle. This has been noticed about 25 times in the past for each complaint thread. Samples will be forwarded for inspection: c3090577_ 21 samples and c3095817_5 samples. Needle detachment.